Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the device was not implanted. It was reported that the physician needed to use a biotronik screwdriver to unscrew the atrial setscrew, which was attached to the tip of the screwdriver upon removal. Another pacemaker was subsequently implanted. The physician has watched the lead connection video posted on the company's website, but it is unk, if the recommended methods were applied.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. Analysis is pending.